Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was not observed at the base of the tail. Low signal was observed. The sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly) and no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Extended investigation was performed. The returned sensor patch was visually inspected and no issues such as broken components, sensor flag or contamination were found. DHR(device history record) for the libre sensor and sensor kit were reviewed and the indicated by the serial number provided by the customer. The DHR showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. Performed a source measure unit (smu) test on the returned sensor patch. Sensor data was extracted and observed to be returned in sensor state 8 (abnormal termination). The returned puck was able to be activated and observed the sensor move to state 4, (active paired), indicating normal operation. The current was applied to the sensor to perform accuracy testing while in the test fixture. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No other issues were identified. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail. Low signal was observed. The sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly) and no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Extended investigation was performed. The returned sensor patch was visually inspected and no issues such as broken components, sensor flag or contamination were found. DHR(device history record) for the libre sensor and sensor kit were reviewed and the indicated by the serial number provided by the customer. The DHR showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. Performed a source measure unit (smu) test on the returned sensor patch. Sensor data was extracted and observed to be returned in sensor state 8 (abnormal termination). The returned puck was able to be activated and observed the sensor move to state 4, (active paired), indicating normal operation. The current was applied to the sensor to perform accuracy testing while in the test fixture. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No other issues were identified. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 - addtl mfg narrative was incorrectly documented in follow up report #1. The section  h10 - addtl mfg narrative has been correctly updated.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.